Manufacturer narrative:
The analysis of the AED history file indicates the following: 1) manufacture and service history: the AED was manufactured on december 28, 2019, and initially placed into service on august 30, 2020, with the original battery (serial (B)(6)). A replacement battery (serial (B)(6)) was installed on september 30, 2024, and a previously logged service code was cleared via a manual self-test. 2) service code 7131: this service code appeared on october 1, 2024, and remained until cleared with a manual self-test on october 18, 2024. 3) rescue attempt incident: on (B)(6) 2024, during a reported rescue attempt, the AED indicated that pads were not placed on the patient, preventing it from analyzing the patient. As a result, the device instructed the user to apply pads and entered CPR mode. Upon powering down, the AED announced the service code, which had not been cleared. 4) conclusion: review of the AED logs confirm that the AED functioned as intended during the incident, with no malfunctions detected. The device did not analyze the patient because pads were not applied, which is consistent with the AED's programmed responses. The device's function aligns with its design specifications and operational requirements.

Event description:
An international distributor reported that during an intervention by a fire department, their AED malfunctioned. No additional event information, device information or patient information was provided.